Event description:
It was reported that while the surgeon was broaching, part handle broke off and would not hold the broach. Surgeon had to use a straight handle and ended up breaking the greater tuberocity. Cables had to be used because of it which contributed to surgical delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding lever fracture involving a left - nav compatible dual-offset accolade rasp handle was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with the lever fractured. The handle showed signs of use with heavy impaction marks on throughout the body of the device and near the lever mechanism. Medical records received and evaluation: not performed as this was an intraoperative event and there is no indication in the information reported that patient factors contributed to the reported event. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the device was determined to be within the scope of ncr, which was initiated due to an inconsistency between hardness callouts on the latch lever component drawings and the measured hardness of the parts, which were in agreement with the material specification. Ecn was raised to remove the hardness requirement on the drawing, which is now controlled by the material specification, and to change the blend radius and width to decrease the max principal stresses on the affected areas of the lever arm. Additionally, there was severe impaction marks on and around the lever arm, indicating it was struck with a mallet to release the handle repeatedly. The handle is to be impact on the strike plate. The returned device was determined to be within the scope of this ncr because it was manufactured to drawing revision d.

Event description:
It was reported that while the surgeon was broaching, part handle broke off and would not hold the broach. Surgeon had to use a straight handle and ended up breaking the greater tuberosity. Cables had to be used because of it which contributed to surgical delay.